Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that patient's representative called back stating that overnight last night, the patient stated having, "brain fogginess, not being able to bend down due to really severe contractures, throwing up, and being very spastic". The caller stated that they knew the patient's pump was due to be replaced soon due to normal battery depletion in early january, but would like the pump interrogated. The caller stated that they were in the emergency room (ER) currently and needed someone to interrogate the pump. They further reported that the children's hospital had the equipment but was unable to assist the patient due to their age. The caller then stated that the pump was not alarming but added "we can't hear it but I know they are so low". The caller further reported that they moved from a different state recently and provided their previous managing physician, but did not have a new health care provider (hcp) in their current state. Patient services reviewed the role of the manufacturer representative (rep), provided the number for the national answering service (nas), redirected to their hcp and reviewed mdt resources for hcps. Additional information received from a health care provider (hcp) indicated that the patient was currently in-patient at their facility. The patient did not have a managing doctor as they just relocated to the area. The hcp stated that yesterday (2023-11-06) the patient had symptoms of overdose and now was having symptoms of underdose. They were concerned about the pump but didn't know if the patient was due for a refill or any details. Technical services reviewed the pump could be interrogated and provided nas as a starting point since so little info was known on the call.